Manufacturer narrative:
The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Evaluation of the returned sets confirmed the presence of black spots and white discoloration adhered to the interior wall of the drip chamber. Measurement of the black spots identified zero (0) sets as out of specification. Measurement of the white discoloration identified one (1) set as out of specification. Measurement of both black spots and white discoloration identified one (1) set as out of specification. The adhered spots observed during evaluation were confirmed to be embedded within the drip chamber. ICU medical has completed its investigation and determined that these represent discolored material originating during the molding process and embedded within the drip chamber wall. These findings are not consistent with foreign or biological contamination, and testing demonstrates that the material does not dislodge or migrate. Functional flushing of the set resulted in no loose residual particles. The reported complaint of black spots can be confirmed. The cause of the black spots in the drip chamber is due to discoloration of the pvc material during the molding process. The cause of the white discoloration inside the drip chamber is due to errant solvent applied during the assembly process in costa rica.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 128 inch that the contamination was reported as small black dots on the internal walls of the drip chambers and has been reported in numerous lots across three product types from ICU medical. In some products, particulate matter appears in the lumen or chamber of the tubing. The particulate matter appeared to be embedded in the plastic material but not within the lumen or chamber. No adverse events have been linked to the products, and the biological nature of the particulates remains unknown. The event occurred prior to patient use and upon inspection of the product. There were no patient involvement and no patient harm.